Event description:
(B)(4). It was reported that in (B)(6) 2005, the patient underwent treatment with the wallstent rp device. The stent implantation location was in the right, aorto iliac/common iliac. The average lesion intraluminal diameter was 2mm and the total lesion length was 60mm. The lesion characteristics were diffuse, chronic and eccentric. The wallstent rp device had a diameter of 8mm and a length of 66mm. The clinical and radiological assessment was technically successful and there were no procedure related complications. At the hospital discharge, the control performance showed that there was evidence of improvement in the luminal diameter to less than or equal to 30% residual stenosis. There was hemodynamic and clinical success. The patient had a one-month follow up assessment. The control performance showed that there was no evidence of improvement in the luminal diameter to less than or equal to 30% residual stenosis. There was no hemodynamic success. There was clinical success. No further information provided.

Manufacturer narrative:
Date of event - (B)(6) 2005.the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.